Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter displayed an "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests his blood glucose 10x daily. The patient manages his diabetes with humalog insulin (sliding scale) and lantus insulin (morning and evening). The alleged issue began on (B)(6) 2012 at 9am. The patient reportedly tests primarily with his continuous glucose monitor (cgm). About 830 am, prior to the start of the alleged issue, the patient obtained a blood glucose result of "130 mg/dl" on his cgm device. The patient ate his breakfast and administered self 1 unit humalog insulin. Around 9 am, the patient wanted to calibrate his cgm device with the subject meter. The patient alleged the "error 2" message appeared as soon as a test strip was inserted into the subject meter. The patient requested that his wife go out and purchase another meter for him to use. Upon the wife's return, around 915 am that morning, the patient's wife reportedly found him having a "seizure." The patient's wife administered the patient a glucagon injection and tested the patient's blood glucose right after. The patient reportedly obtained a blood glucose result of "30 mg/dl" with the new meter she purchased. By 930 am-940 am that same morning, the patient was retested and obtained a blood glucose result of "120 mg/dl" with the new meter. The patient reportedly felt better by that time. At the time of troubleshooting, the cca noted there was no indication of misuse and the correct test strips were being used for testing. The cca was not able to resolve the alleged issue with training. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly obtained a blood glucose result of "30 mg/dl" with another device and required a glucagon injection as treatment which was administered by his wife.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.